Manufacturer narrative:
Sections b2 and b3: date of death and date of event were estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas) and the patient¿s outcome could not be conclusively determined through this evaluation. The account ultimately communicated that no further information regarding the patient outcome, patient details, or pump serial number will be provided. The pump will not be returning for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. It was unknown if the death was device related. The site believed the device operated as expected.